Manufacturer narrative:
Product complaint # (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The single complaint was reported with multiple events. There are no additional details regarding the additional patient events. Unknown event/ reaction experienced following 0 ethibond suture in rectus diastasis of fascia captured in mw 2210968-2020-00818; 0 pds deep layer captured in this report; and 3-0 pds suture in scarpa layer captured in mw 2210968-2020-00847; 2-0 mon deep dermis captured in mw 2210968-2020-00844; and 3-0 mon in subcuticular captured in mw 2210968-2020-00845.

Event description:
It was reported by an attorney that the patient underwent revision of bilateral breast reconstruction with adjacent tissue transfer, abdominal wall plication, lower body lift and suction assisted lipectomy of the bilateral thighs on (B)(6) 2009 during which ¿the wound was closed in the deep layer with 0 pd, and the superficial fascia with 2-0 mon suture, a deep dermis with 3-0 mon subcuticular suture. There was an appreciable amount of rectus diastasis and also attenuation of the fascia. This was plicated in 2 layers using 0 eth interrupted and 0 eth continuous suture. The wound was closed in 3 layers using 3-0 pd deep suture in the scarpa layer, 3-0 mon in the deep dermis and 3-0 mon subcuticular suture. The wound was then closed using three 2-0 mon deep dermal suture, 3-0 mon subcuticular suture.¿ it was reported the patient experienced an undisclosed adverse event. No additional information was provided.